Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During inflation at 14 atmospheres, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed using this device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 13mm from the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of below the knee. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During inflation at 14 atmospheres, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed using this device. No complications were reported, and the patient was in good condition post procedure.